Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that battery was warm to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery was not returned with the pump. The pump powered on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. The black box showed no unusual fluctuation of the voltage. The pump was tested with an external power supply and idle, sleep, rewind and load currents all were within specification. No overheating was duplicated during testing. Unrelated to the initial complaint, the display had a pinkish contrast. The pink display was replaced with a new test display and functioned normally. There was no evidence of loose components or moisture contamination inside pump observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.